Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400s). During the procedure, while advancing the pc400 through a non-penumbra microcatheter, the physician experienced resistance, and the pc400 became stuck. The physician then flushed the microcatheter and attempted to advance the pc400 again; however, the pc400 would not advance any further. Therefore, the physician decided to remove the pc400; however, during retraction, the pc400 unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pc400 was removed, and the pc400 was flushed out. The procedure was completed using other pc400s and the same microcatheter. There was no report of an adverse effect to the patient.